Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and moisture damage on the lcd board noted. No button error alarm noted. The pump has minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 261 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.